Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a cleaning brush stuck in the op-channel. The ift is hard buckled, channel leaky. The scope is in poor condition. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) distal cover was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb. In addition, we confirmed that the insertion flexible tube(ift) buckled, the remote control buttons malfunction, the remote control buttons malfunction, the light guide fiber bundle loosened and the us connector body broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: type of report: follow up #1. Coding changed based on the investigation result. Additional information: device manufacture date.